Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced solenoids, cleaned out valves, and replaced electrodes. The sample probe was also replaced. Ise checks, calibration, and controls were run. Precision studies were performed and all tested ok. There were no further issues after these actions. This event occurred in (B)(6).

Event description:
The initial reporter stated that the field service engineer checked the cobas 8000 ise module on 24-jun-2019. Calibration and controls were ok after the service visit, then control recovery significantly dropped. Controls recovered within range after re-calibration. On (B)(6) 2019, the reporter observed discrepant results for three patient samples tested with ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 131 mmol/l, which repeated as 142 mmol/l. The second sample initially resulted with an na value of 133 mmol/l, which repeated as 143 mmol/l. The third sample initially resulted with an na value of 131 mmol/l, which repeated as 137 mmol/l. No adverse events were alleged to have occurred with the patient.